Manufacturer narrative:
(B)(4). Report source: foreign- event occurred in (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent a revision procedure on an unknown date due to fracture of the ncb pp distal femoral plate in-vivo. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.